Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 during treatment. The patient tried to restart treatment, but the air detected in the cassette alarm continued to alert. The patient cancelled treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. Patient was unable to identify where the leak originated. There was fluid inside the pump module area as well as on the exterior of the pump module cassette. At this point the patient called tech services and was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The pdrn told the patient to wait until the next day and do next treatment with the new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damaged noted on the cycler set cassette. The cycler is available to be returned to the manufacturer for analysis.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The system air leak test, the valve actuation test and the patient sensor test passed. The accelerated stress test (ast) 3 hour simulated treatment was performed and passed with no issues. No fluid leaks in the test cassette during the test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 during treatment. The patient tried to restart treatment, but the air detected in the cassette alarm continued to alert. The patient cancelled treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. Patient was unable to identify where the leak originated. There was fluid inside the pump module area as well as on the exterior of the pump module cassette. At this point the patient called tech services and was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The pdrn told the patient to wait until the next day and do next treatment with the new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damaged noted on the cycler set cassette. The cycler is available to be returned to the manufacturer for analysis.